Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after an interventional procedure. The physician indicated he did not perform enough nick and spread as he was afraid to get to the artery by doing so. Reportedly, during thumb advancer advancement, the sheath could not be split all the way down. The physician aborted the procedure using the safety release mechanism and applied manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The event of the sheath not splitting all the way down during thumb advancement was confirmed. The angle of deployment or the opening of the puncture site may impact the thumb advancement and cause it to fail. Reportedly, the nick and spread incision may not have been sufficient for the thumb advancement to have been performed. Having a tight tissue tract would cause advancement difficulty and result in advancement failure. The starclose instructions for use states: a 5-7mm incision is needed to insert the delivery tubeset. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, reported as occurring last month, from the date reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.